Event description:
It was reported that during an unknown procedure, the surgeon using 5mm endoshears cauterize adhesions in right pleural space. After removal from trocar, break in insulation noted. Removed from field and replaced with new pair. New instrument had to be used. No patient consequences. One decive returning.